Event description:
It was reported that the patient presented for a follow up in clinic with episodes of lead noise and mode switch exhibited by the atrial lead. It was also noted that the lead had possible insulation breakdown. Programming changes were recommended, but were not made yet. The patient was in stable condition.